Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysfunctional uterine bleeding (serious criterion medically significant) and allergy to metals ("severe allergy to nickel"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and allergy to metals outcome was unknown. The reporter considered pelvic pain, dysfunctional uterine bleeding and allergy to metals to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2016: correction: ccc amended. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and dysfunctional uterine bleeding followed by a surgery to implant removal ,around 2 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer had the events listed below and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious event, severe allergy to nickel was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Correction due to internal review on 22-feb-2017: this report was detected to be a duplicate/follow up to record (B)(4) (initially reported from consumer (B)(6) 2015). All additional information was transferred to record# (B)(4). This record# (B)(4) will be deleted. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and dysfunctional uterine bleeding followed by a surgery to implant removal, around 2 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer had the events listed below and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious event, severe allergy to nickel was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.